Event description:
During a follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support and recommended reprogramming to resolve the event. There were no interventions completed at this time. The patient was stable.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.